Event description:
It was reported that during a device change out due to normal eri, externalized conductors and low pacing lead impedance were observed. The lead was capped and replaced. Patient was asymptomatic and has not had any issues.